Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The reported issue was confirmed. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Receiver, reported allegation not found.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and passed. A functional test was performed and passed. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined.